Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a previous surgical aortic valve, moderate paravalvular leak (pvl) was observed. A post-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. At first the physician stated he may have pulled on the balloon before the balloon was completely deflated. After reviewing the echocardiogram prior to the balloon inflation, the pvl was about the same as before the inflation which led the physician to believe the valve had already dislodged aortic. After the post-implant bav, the valve looked to be in a good depth after release. After the balloon was removed, the valve appeared to dislodge a few millimeter (mm) aortic and moderate-severe pvl was observed. It was decided to implant a non-medtronic valve to resolve the pvl. No additional adverse patient effects were reported.